Event description:
It was reported that pump displayed malfunction alarm malf 9 with no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer had not previously reset pump for this malfunction, so technical support provided pump reset instructions and customer was able to rest malfunction and code did not recur. Customer may continue to use the pump.